Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness on his shoulders, and a burn like irritation under the vibration box. Per review of the patient data flags and recent download of 03/11/2021, the data confirms that the patient was not treated. The patient's nurse applied lotion to the skin irritation and cleaned the equipment. Follow up indicated that the patient's skin irritation improved.